Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and doing well post operatively. The explant device was not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in approximately six months ago.